Manufacturer narrative:
(B)(4). Date sent: 11/30/2021. D4: batch # u5ew3f. H6: component code =g04. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one sr75 reload was returned with no apparent damage. The reload had the swing tab in the locked position, and the proximal 66 drivers up and the remaining drivers were down with staples present. The reload swing tab was reset in order to fire the cartridge. The reload was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to the lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: could you please provide more details for "sr75 got stuck and it misfired"? It was stuck and force to fire was more, when more force was applied it was found that staple pins are not formed in proper b shape. Did the device staple? Not completely. If the device stapled, was the staple line complete? No. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Irregular did the device cut? Partially/half. If the device cut, was the cut line complete? No. Were the cut line and staple lines equal? No. Was the device fired across a staple line? No. Please provide details as to how the reload did not work. Surgeon tried more force to file but malformed staples formed. Did the reload lock out and would not work? Yes. Did the reload begin to staple and cut, but then jammed? Yes. Did the device staple, but there was no cut line? Cut line was there but malformed staplers were found after more force to fire. If the device cut and stapled, were there any staples missing from the staple line? Yes. How was the procedure completed? By using another reload.

Event description:
It was reported that during a gastrectomy, after firing three (3) sr75 the fourth got stuck and misfired. There were no fragments generated, no delay and the procedure was completed successfully with no patient consequences.